Manufacturer narrative:
(B)(6).

Event description:
It was reported that the operating theatre staff went to use the versajet device they have on consignment, however it was not working. They could not get the hand piece to debride as it is supposed to do. Video evidence of hospital staff testing the device on a test hand piece shows it leaking fluid at the point where the hand piece is plugged into the console. They tried two versajet hand pieces on the weekend to get it working, however neither of them worked, they experienced the same issue. The branch is unsure how the debridement was completed. Probably by scalpel. They couldn't use the versajet.